Event description:
It was reported the customer received a no delivery alarm. The customer also reported receiving a motor error alarm after a reservoir change. Customer stated they had changed the battery several times, but the alarm persists. The insulin pump was not exposed to a high magnetic field. Customer's blood glucose was 303 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.